Event description:
The customer reported that following a radiology/stent procedure in 1999, a vasoseal es was deployed/ post deployment the pt developed abdominal pain. An angiographic retroperitoneal bleed was present at the access site. No further complications were reported.